Event description:
At end of the case, the resident went to secure a dobhoff tube with the applied medical technology (amt) bridle. After inserting it into the nose, the two magnetic ends of the device met. He attempted to pull the device as usual, but the end came out with no magnet attached. It appeared to have broken off completely. We then got a nasal local tray so the resident could use a nasal speculum to look into the sinus. The small magnet could not be located so we then got a sinus scope for a better, deeper view. The piece could still not be located. They are going to get a CT of the head and neck since the patient will be in the hospital for a number of days and decide on a plan once that is complete. Awaiting response from MFR.